Manufacturer narrative:
(B)(4). Date sent: 8/20/2020. Corrective data: h4. Investigation summary: the instrument was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. The instrument was tested for continuity and was found to be conforming. No conclusion could be reached as to how the tip of the electrode got bent. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #t95892. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device did not cut the target tissue well, although the device did coagulate. Vio300d was used. The device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.